Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain'), genital haemorrhage ('bleeding'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (number of pregnancies 5, number of live births: 3), appendectomy and cholecystectomy. Concurrent conditions included anxiety, depression, hypertension, breast cancer, cervical cancer, clotting disorder, gerd, hepatic disease, otitis media, seizures, multinodular goiter, dysmenorrhea, perineal pain, systemic lupus erythematosis, hemiparaesthesia, chest heaviness, lower abdominal pain, painful intercourse, vaginal bleeding, bloating, hair loss, headache, migraine and uterus enlarged. Concomitant products included alprazolam (xanax), citalopram hydrobromide (celexa), clonazepam, cyclobenzaprine hydrochloride (flexeril), naproxen, simethicone (mylicon) and zolpidem. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, infection and urinary tract disorder outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, infection, neuromyopathy, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: endometrium: secretory endometrium. Negative for atypia or hyperplasia. Myometrium: leiomyomata (up to 3.7 cm), adenomyosis. Cervix: negative for dysplasia or malignancy. Right fallopian tube: status post essure, sterilization. Paratubal cyst. Left fallopian tube: status post essure sterilization. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.